Event description:
It was reported that a few occlusions occurred overnight. There was no additional information received regarding the outcome of the event. Technical support planned to follow up to confirm and troubleshoot the issues.